Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: a likely temporal association exists between the liberty cycler/ fmc cassette and the patient¿s peritonitis event. However, there is no documentation in the complaint file that indicates a causal relationship. The etiology of the patient¿s peritonitis event cannot be fully determined at this time. However, there is a potential association between the patient¿s peritonitis event and concurrent salmonella bacteremia and clostridium difficile infection. Should additional information become available this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse reported that the patient was diagnosed with peritonitis in the hospital. The patient's catheter was removed at this time and the patient was transitioned to hemodialysis. The patient's nurse reported that the patient was hospitalized from (B)(6) 2017 to(B)(6) 2017 . Pdrn stated that the patient had a white blood cell (wbc) count greater than 12k unspecified units, and cloudy peritoneal effluent. There was no organism grown from the peritoneal effluent culture. The source of infection is unknown. The pdrn additionally stated that the patient had a blood infection positive for salmonella, and c diff. Was found in the patients stool. The patient's last pd treatment was on (B)(6) 2017. The patients dob is (B)(6) 1959.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was diagnosed with peritonitis in the hospital. The patient's catheter was removed at this time and the patient was transitioned to hemodialysis. The patient's nurse reported that the patient was hospitalized from (B)(6) 2017. Pdrn stated that the patient had a white blood cell (wbc) count greater than 12k unspecified units, and cloudy peritoneal effluent. There was no organism grown from the peritoneal effluent culture. The source of infection is unknown. The pdrn additionally stated that the patient had a blood infection positive for salmonella, and c diff. Was found in the patients stool. The patient's last pd treatment was on (B)(6) 2017. The patients dob is (B)(6).